Event description:
It was reported that the biomend membrane did not "sop up blood when placed in patient". The doctor removed the membrane which appeared different in texture and appearance than usual. Patient condition was unknown. Additional information was requested from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based upon the reported information.